Event description:
The facility reported an alarming pump with failure code 570:320:844:0000. This failure code occurred before use. There was no pt injury or medical intervention necessary according to the hosp rep.